Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint of the platform displayed error message user advisory (ua) 12 (lifeband not present) after performing few compression was confirmed during archive review and functional testing. The platform failed functional testing due to error message ua 12 (lifeband not present) displayed after the unit perform few compressions. Further testing showed that the lifeband switch did not closes and the switch lever was not parallel to switch case. This caused the platform to display the ua 12 error message during compression. The switch was adjusted so that the switch lever is parallel to the switch case in order to remedy the complaint. Run-in test was performed for fifteen minutes without any fault or error. The autopulse has passed all the testing and meets all required specifications. During archive review, user advisory (ua) 12 (lifeband not present) was noted on the reported date of (B)(6) 2016. During visual inspection, no physical damage was noted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during patient use, the autopulse platform (sn: (B)(4)) performed 30 compressions and then displayed user advisory 12 (lifeband not present) error message. The autopulse was set to perform 30 compressions followed by two consecutive 1.5 second ventilation pauses. The customer power cycled the board; however, the error message persisted. The crew then reverted to manual CPR. The reporter did not provide us with additional information's. No known patient consequences reported.